Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 54 mg/dl and the current blood glucose was 77 mg/dl. The customer treated low blood glucose with oatmeal and declined troubleshooting for it. Customer received a change sensor alert after a calibration not accepted.the device is not expected to be returned for analysis.